Event description:
As reported: "spontaneous fracture of the implanted gamma nail without trauma approximately 8 months after implantation." Update 5/24/2023: the received locking screw was also found to be broken.

Manufacturer narrative:
The reported event could be confirmed based on the inspection performed. The device inspection revealed the following: the identification of the returned nail was confirmed based on the catalog # and the lot # marked. The implant is broken in two parts, at the level of the lag screw hole, both parts were returned. The reported failure could be confirmed . The evaluation revealed that the nail broke in a fatigue fracture after a period of approximately 8 months of implantation. This can be stated based on the lines of rest clearly visible on the damaged area, which are a classic indication of a fatigue fracture. According to the observations made, the fatigue fracture had its origination in the lateral side of the proximal hole. Material damage which was caused by misaligned drilling, may have weakened the device. This statement is confirmed by the significant signs of wear (shiny area) on the lateral side of the hole. The removed material created a sharp-edged chamfer. Material deformation (bearing points) of the medial edge of the proximal hole including additional material crack and material deformation were most likely caused by increased axial loading during the implantation period; which is considered as patient behavior related. Damage can be observed on the edge of the proximal hole, below the lag screw. This indicates that the nail was subjected to severe loads, leading to displacement of the lag screw, associated with the breakage of the nail. This statement is confirmed by the wear marks observed on the returned lag screw. Normal signs of wear, resulting from the insertion and the extraction of locking screws are visible on the distal locking hole. Slight deformation was observed on this hole. The flattened and deformed thread thread flattening observed on the returned locking screw indicate that high axial loads were applied on the implant. The breakage surface of the locking screw screws points towards a fatigue fracture, based on the lines of rest observed. This also indicates that excessive axial loads were applied, leading to the breakage of both the screw and a nail due to fatigue. The scratches observed on the implant surface occurred most probably during the device explantation and are most probably not related to the implant breakage. It was indicated that the patient followed the post-operative indications and that no traumatic event occurred during the period of implantation. Pre-operative and post-operative x-rays as well as x-rays following the implant fracture were returned for inspection. The reported pertrochanteric femoral fracture could be confirmed based on the pre-operative x-rays. No particular bone condition of medical error (apart from the misaligned drilling) that could have impaired the fracture healing or led to the implant breakage could be observed. Non-union or mal-union is likely to have been the cause of the implant failure, especially given the time of implantation (8 months) and the nature of the fracture. However, the only x-ray received showing the implant failure is of low quality and does not enable a detailed view of the bone. The broken locking screw is visible on the 8 months x-ray, confirming that its breakage occurred while implanted and not during the explantation. Statement from medical expert: "the assumption of a non-union and a consecutive breakage after self dynamization (distal screw breakage visible in CT scan) is likely, however, the information given in this case does not allow for any further underlying cause investigation. The second plane postoperatively and after the breakage would be necessary/helpful here. " more x-rays after the implant breakage would have been necessary for a more accurate view of the patient's bone and a more detailed investigation. It is also impossible to define to what extend the observed misaligned drilling could have helped causing the breakage, as it was most certainly not the main cause of the failure. Therefore, it was not possible to clearly define a root cause to the implant failure. As a reminder, a nail will be subjected to a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. A nc was initiated and closed in 2013 in order to respond to the recurring situation of gamma 3 nails breakages. No corrective action was deemed necessary. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "spontaneous fracture of the implanted gamma nail without trauma approximately 8 months after implantation." Update (B)(6) 2023: the received locking screw was also found to be broken.